Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for implant. The ice measurements were: 2 - 45/90 - 19, 135 - 22. The device was successfully implanted and released with close criteria and tension test satisfied. It was noted that 2 recaptures were needed. Upon release, the device shifted resulting in a severe mitral shoulder. It was decided to perform percutaneous retrieval of the device. The patient remained hemodynamically stable throughout the procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged the following day without any further complications.

Manufacturer narrative:
An event of device migration during the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the cause of the device migration was uncertain. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device migration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for implant. The ice measurements were: 2 - 45/90 - 19, 135 - 22. The device was successfully implanted and released with close criteria and tension test satisfied. It was noted that 2 recaptures were needed. Upon release, the device shifted resulting in a severe mitral shoulder. It was decided to perform percutaneous retrieval of the device. The patient remained hemodynamically stable throughout the procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged the following day without any further complications.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.